Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The field representative reported they were able to resolve the issue by restarting the imaging system. After the restart, they were unable to replicate the reported event. No parts were replaced or returned and no further issues were reported.

Event description:
A medtronic representative reported that while in a site service visit, they noticed that the virtual window in the software appeared to be rotated by 15 to 20 degrees when collimating 2d images. There was no patient present when this issue was identified.